Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device could not bootup, no sound was present. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicated the speaker had no sound. The device could not be turned on and the speaker has been replaced per current process. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.